Event description:
A 37-yr-old female presented 2 1/2 years post augmentation mammoplasty with saline implants. Two months prior to admission pt noticed that right breast was smaller. Pt had had a mammogram 6 months prior which revealed intact implants. On 4/6/94 pt had both implants removed and replaced. The right was found to be ruptured.